Event description:
The following has been reported by customer: power cord issue- alarming. Battery was taken out. Connected it back, was alarming. Kept it on charge and turned it off. Was not charging, the charging indicator was off. Disassembled to check the power supply connections, were all fine tried a different plug point, still same, tried a new power cord. Started charging. Did a functional check, drug library was outdated. Kept it on the link for some time. Still not updated. Disassembled and found the wifi cable a bit loose, doesnt feel like it would have a made a change. As expected, it didnt make a change after turning on and checking.took it down to the pump garage drug library updated reporting as a conservative measure. Adverse effects were not reported. More information is needed to complete the investigation.

Event description:
Device history record was reviewed and nothing was found related to the reported event. Device log history was not provided therefore no review could be performed. The reported device was not returned to brézins for investigation as repairs were carried out locally. According to provided information, the main cable has been changed that solved the issue. Despite several requests for device/parts return, no additional information was provided. From complaint description it seems that the cause of the event could be linked to a defective main cable but this cannot be confirmed without proper investigation test in brézins. However, if we do get information later on we may re-open the complaint and pursue the investigation. To our knowledge this complaint is not being related to patient safety. This complaint is considered as: not investigated. The trend is: normal.